Manufacturer narrative:
This investigation was initiated due to a false resistant oxacillin (ox) result for staphylococcus aureus neqas distribution # 4314 sample # 4480 when testing the qc strain on the vitek® 2 ast-p635 card. The (B)(6) strain was confirmed by the following testing: pcr meca/mecc (B)(6) and kirby bauer cefoxitin (fox kb) susceptible (d=26.5 mm). The reference method (agar dilution) for oxacillin gave a susceptible result (mic = 1 mg/l). Testing with vitek 2 v7.01 (aes parameters : global european based + phenotypic) : two ast-p635 cards : the customer lot (7350837403 called cl) and one (1) random lot (7350907203 called rl) were tested from cba (cos biomérieux) subculture. Vitek 2 gave ox mics >/= 4 mg/l (r) on both lots tested. The ox values are essential agreement errors compared to the reference mic (1 mg/l s) leading to a category error. The false resistant oxacillin on the vitek 2 ast-p635 card was confirmed in-house. This is an atypical survey strain.

Event description:
A customer in the (B)(6) reported a false resistant oxacillin result for a staphylococcus aureus neqas strain (distribution 4314 specimen 4480) in association with the vitek® 2 ast-p634 test kit (reference (B)(4), lot 7340502403). The customer reported that when using eucast disk sensitivity testing, the strain was cefoxitin sensitive (mssa). This isolate was confirmed to be meca and mecc negative indicating this isolate is sensitive (mssa). As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.